Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed the accuracy test. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint that device failed accuracy test. No event history related to the current complaint. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual/functional testing was performed. Complaint of ¿failed accuracy test¿ was not confirmed. All accuracy tests were within approval range. Replaced faulty downstream occlusion (dso) sensor. The upstream occlusion (uso) seal was buckling. Replaced uso seal. Air sensor was lifting and flex sensor had corrosion around it. Replaced air sensor and flex sensor. Device passed all test criteria.